Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The unit has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the patient received burns while utilizing the unit. The severity and treatment protocol were not provided. The hospital responded to requests for additional information by indicating that no additional information would be provided.

Manufacturer narrative:
One forcefx-8cs generator was received, and an evaluation could not confirm a device defect that would contribute to the reported issue. Testing of the device found the returned sample met specifications in the received condition. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.